Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that since her surgery on (B)(6) 2016 and the pain from the surgery, her blood glucose level was running high. The customer experienced a few low events as well. Customer's blood glucose level was 425 mg/dl. She treated her blood glucose level with a bolus. The infusion set had a few air bubbles. The device was not returned.